Event description:
End users son reported that the cover for the electronics on his mothers 3gtq-ts power chair broke. The wiring for the electronics is sticking out and the son is worried that the wiring can be ripped out should it get caught on something .